Manufacturer narrative:
Device evaluation summary - device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca. The cause of the inability to communicate is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.